Manufacturer narrative:
Date sent to the FDA: 11/25/2021.

Manufacturer narrative:
Date sent to the FDA: 09/14/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2014. (B)(4) submitted for the adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent removal surgery of the mesh and hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted ¿the found extensive adhesions of the small bowel to the mesh which had not incorporated into the abdominal wall. Lysis of adhesions was performed for over an hour.¿ it was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿he found the mesh floating in the hernia sac and it had detached from one side of the abdominal wall. The mesh was partially resected after adhesiolysis was performed to dissect it from the abdominal wall.¿ it was reported that the patient underwent lysis of adhesions and resection of foreign body mesh on (B)(6) 2016 during which the surgeon noted ¿he performed adhesiolysis to free the small intestine from the abdominal wall and resected the remainder of the mesh that was stuck to the inferior aspect of the rectus fascia. The intestine was completely excluded.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss. The patient had had a previous mesh implanted on (B)(6) 2009 which is captured in separate file. No additional information was provided.